Manufacturer narrative:
Quality controls (qc) were run, which were within acceptable ranges. Qc result for cea was zero. The cause of the discordant total ige, om-ma and cea results on patient samples is unknown. Siemens is investigating the issue.

Event description:
Discordant total immunoglobulin e (total ige), cancer antigen 125 (om-ma) and carcinoembryonic antigen (cea) results were obtained on patient samples on an immulite 2000 xpi instrument. The discordant result for sample ID (B)(6) was reported to the physician(s). The samples were repeated on the same instrument, resulting different than the initial results. The corrected result was reported to the physician(s) for sample ID (B)(6). It is unknown if the initial or repeat results were reported for om-ma and cea methods. There are no known reports of patient intervention or adverse health consequences due to the discordant total ige, om-ma and cea results.

Manufacturer narrative:
The initial MDR 2247117-2016-00056 was filed on (B)(6) 2016. Additional information (09/08/2016): a siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse found that the ground brush resistance was fluctuating. The cse removed the reagent carousel, cleaned the contact face and replaced the ground brush. The cause of the discordant total ige, om-ma and cea results on patient samples is unknown. This instrument is performing according to specifications. No further evaluation is required.